Event description:
It was reported by the patient that one day after a foot procedure, the pain pump that had been placed began leaking. The patient removed the pump without incident and continued taking the oral medication that had been prescribed at the time of discharge.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation.